Event description:
During a left lower angiography angioplasty of the left anterior tibial, a small fragment of the asahi 20 wire unraveled (less than approximately 2 cm or so) and was retained in the extravascular tissue. The patient left the operating room in stable condition.